Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they were not directed to anyone about their device. They went to pain management because the device was not reducing their pain. Their doctor looked at their x-ray and told the patient it was not in the right location and it was the wrong frequency and the battery placement was awful. The physician was not willing to remove the device because of the risk of paralyzing nerve damage removing the paddle from scar tissue. The issue was not resolved as the patient indicated that no one would help them. The device was left off and uncharged unless they have an MRI. The patient stated that they want it removed as it doesn¿t do them any good to have the implanted device that is useless in their body.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they have been having issues with their implant since within the year it was implanted. Patient mentioned that their major concern was other doctors, even their neuro, told them that the implant was the wrong device and was in the wrong location, however, nobody wanted to remove them. Agent have sent out physician listing so they can set an appointment with the doctor.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.